Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material discolored.

Event description:
Healthcare professional reported through regulatory agency "modification of device's color, capsular contracture, baker grade I and effusion/lymphorrhea." This record is for the left side. The device was explanted. It is unknown if the device will be returned.